Event description:
It was reported that the attachment was overheating. This was discovered during a routine maintenance visit at the account. There was no pt involvement or any adverse consequences reported as a result of this event.

Manufacturer narrative:
The attachment has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.